Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported pc displayed the" replace generator soon "message. Also indicated that patient lost therapy. As a result to address the issue patient may be awaiting surgical intervention to address the issue at a later date.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.